Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient contacted us to report an incident involving his cgm and tandem t:slim x2 insulin pump operating in modified closed-loop mode. While at work, the system began to malfunction, eventually displaying only the word ¿low¿. The patient did not performed bg check and has hypoglycemia unawareness. In response to the low glucose readings, he consumed several candy bars. Despite carbohydrate intake, the estimated glucose value (egv) continued to show low readings, prompting the patient to seek emergency medical care. At the hospital, a fingerstick test showed a bg level of 566 mg/dl. At that time, the patient was not in an active sensor session. He received an insulin injection and was stabilized. The patient was discharged on (B)(6) 2025, at 7:00 am. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.